Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2024 used as event date is unknown.

Event description:
It was reported that a cardiopulmonary arrest and patient death occurred. In (B)(6) 2020, a left atrial appendage (laa) closure procedure was performed using a 21mm watchman laa closure device with delivery system (wds). In (B)(6) 2022, the patient experienced cardiopulmonary arrest. On an unreported date, patient death occurred.